Event description:
The pt reported that subsequent to the implant of a protegen sling in 1997, pt experienced infection, bladder spasms, bleeding, incontinence, pain and leakage reportedly had the device removed in 1998 because it was hanging outside of the bladder. The device was not returned for evaluation.